Event description:
It was reported that during implant procedure, the pacing lead impedance was high when connected to the device. The device was replaced and the impedance normalized. The patient was stable.

Manufacturer narrative:
The reported event of an impedance anomaly was not confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.